Event description:
It was reported to philips that system was given error generator was busy starting up, couldn't do fluoroscopy and exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was cancelled and re-arranged after issue was fixed. The philips field service engineer (fse) inspected the system onsite and confirmed that the system couldn't do fluoroscopy and exposure. The fse reviewed the log file and found ¿generator is busy starting up¿ error and identified fault in output phase and decided to replace pdu (power distribution unit) mim (mains interface module). The fse replaced the pdu mim. The defective pdu mim was returned for further analysis. The cause of the pdu mim failure could not be conclusively determined by the supplier's part analysis, however the replacement of the pdu mim by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.